Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed per the IFU and hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no complications noted. On (B)(6) 2012, the patient returned with a pseudoaneurysm and received a thrombin injection. The patient was sent home on (B)(6) 2012 with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.